Event description:
Additional information received from the hcp reported that the cause of the event was unknown. It was noted that impedance on contact 0 was above 4,000 ohms. The hcp reported that the neurostimulator, lead and extension were replaced on (B)(6) 2011. This conflicted with the date of (B)(6) 2011 in the manufacturer's device registry. The result of the procedure was reported as "good". The patient did not require hospitalization, and it was reported that the patient had a non-serious illness / injury.

Event description:
It was reported the patient had their device system was removed due to a "defect in the lead." The outcome was reported as "patient not harmed." It was stated there was a device malfunction, and that "the device did not do what it was supposed to do."

Manufacturer narrative:
Continuation of concomitant medical products: nted: (B)(6) 2005 explanted: (B)(6) 2011; lead model 3095-10 lot# unk serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2011; lead model 3031a lot# unk serial# (B)(4) implanted: (B)(6) 2006 explanted: unk.